Event description:
It was reported that the patient experienced withdrawal. The patient was supplemented with oral pain medications; the patient was "doing better now". A catheter dye study was conducted and it was believed that a kink was corrected when they did the catheter dye study. It was unknown if there were reservoir volume discrepancies and the hcp did not try programming a therapeutic single bolus dose to confirm patient response.